Event description:
The plaintiff was implanted with the ams miniarc, on (B)(6) 2009, to treat sui (stress urinary incontinence). The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgeries and other injuries". Plaintiff's attorney also alleges that the plaintiff "has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and she has sustained permanent injuries", along with other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.